Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leakng. The following information was received by the initial reporter with the verbatim: rcc received a complaint via email. Email(s) attached. Unit possibly free flowed because the nursing staff found a puddle on the floor. Describe patient / hcp / user impact: no patient harm.